Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No related complaint received with return of device. H6 conclusion code 68-failure observed during analysis.final analysis of the partially returned lead found insulation degradation at 4.5 cm from the connector pin.